Manufacturer narrative:
(B)(4). UDI - (B)(4). Medical product - unknown acetabular shell; therapy date - (B)(6) 2018. Medical product - unknown ceramic head; therapy date - (B)(6) 2018. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01062 and 3002806535-2018-01063.

Event description:
It was reported that a patient had a revision due to implant fracture.

Manufacturer narrative:
(B)(4). Visual inspection confirmed the reported event. The implant system was revised approximately 17 months after primary surgery. The liner and the femoral head show the evidence of metal transfer. This metal transfer has likely occurred after the liner had fractured and resulted from the articulation of the femoral head against the shell. The debris produced resulted in metallosis of the tissue surrounding the implant. The deformation of the liner suggests that the liner may have been impinging against the acetabular shell or the stem. No radiographs have been received, therefore, the positioning of the implant could not be confirmed from the information provided in the complaint and the exact root cause of the failure could not be determined. The mhrs of the liner and the head do not show any non-conformity, rejection or concession that could be related to the reported event. Root cause was unable to be determined with the available information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent revision due to an implant fracture

Event description:
It was reported that approximate one year and five months after initial implantation, the patient underwent a revision due to hip dislocation and fracture of the polyethylene component. The was swelling and dark-black content with dark serous fluid as well as signs of tissue metallosis. The head implant was found in contact with the cup due to the fracture of the polyethylene component. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. D10 - associated medical products: delta cer fm hd 036/0mm 12/14; item# 650-0837, lot # 2016041693, regen/rnglc+ ltd 52mm sz 23; item# pt-116052; lot # 716290, taperloc bmpc 11.0x142mm 12/14; item# 650-0554bm; lot # 3916225. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01063. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Reopened due to additional information devices are used for treatment. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
Revision due to implant fracture.

Manufacturer narrative:
(B)(4).